Event description:
Reported by pt as "erosion". Follow up finding with the surgeon's office reported as "this pt had complained to upper left quadrant pain. Once an endoscopy was performed an erosion was diagnosed. Surgery was performed, the lap-band was removed and the pt is doing well".